Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. It also cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was noted to be inaccurate after the cartridge was filled with 250 units of cold insulin. Later on the same day, the customer called back to report that a cartridge was filled with room temperature insulin and received an accurate fill estimate. However, it was reported that the customer may have filled the cartridge with more than 250 units of insulin. There was no impact to the customer's blood glucose level.